Event description:
Per the clinic, the patient experienced swelling and seroma at the implant site, short circuits at two electrodes, open circuits at five to six electrodes with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was implanted with a new device during the same surgery.